Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sleeve procedure, the needle broke twice during stitching. The needle fell in to the patient cavity and was retrieved. They replaced the needle twice to complete the procedure. The patient is doing fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.